Manufacturer narrative:
The event date is an approximate date. Only the month ((B)(6)) and year (2019) are known. Evaluation results: one level 1 hotline disposable was returned for investigation in used condition. The sample was visually inspected at a distance of 12 to 24 inches under normal conditions of illumination. A broken luer was observed. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The female luer most likely became damaged after the product left manufacturing facility. The problem source of the reported product problem was unknown. A root cause was not established.

Event description:
It was reported that during a pre-use check, the customer noticed that the tip of the warming tube was bent. No patient injury or complications were reported in relation to this event.